Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to infection. During the revision, the liner, stem, and head were removed.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.